Event description:
It was reported that a patient's device battery was dead. The reporter stated that the patient was working with a doctor to get everything resolved. It was reported that the implant 'would fire and then not do anything.' It was noted that the patient's healthcare provider (hcp) did not confirm that the battery was dead. The doctor took an x-ray and stated that the leads had migrated and stimulation was in the wrong place, but they 'did not have approval to do anything with the device at this point.' It was unclear what this referred to. The reporter stated that stimulation became erratic around (B)(6) 2012. It was reported that stimulation would fire and then quit and a different doctor felt it was due to the device battery getting low. It was noted that therapy was working well for the patient before that and he was currently taking oral medications for pain. Eleven days later, it was reported that the device didn't die prematurely but it was not working at this time. It was noted that the device died in (B)(6) 2012. Four days later, it was reported that the patient was still having concerns with his device or therapy but was working with his doctor. Two days later, it was reported that the cause of the event was unknown and there was no injury to the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot# j0427672v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information stated the reporter did not have knowledge of an x-ray that confirmed the lead migration in the patient. It was also reported, the patient's battery was completely depleted and a future appointment with the patient's healthcare provider was scheduled to discuss replacement or removal of the battery.